Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter-defibrillator device went into backup vvi mode. After calling technical services, the physician was able to reset the device and reprogram that patient's settings. The error code indicated the issue was with rapid disconnection and connection of the merlin monitor at night. The patient was stable.